Event description:
It was reported that approximately 18 months post implant of a bifurcated device an suprarenal aortic extension, and a infrarenal aortic extension and three limb extensions, the patient presented to the emergency room symptomatic. A non- contrast computed tomography was done and there appeared to be no endoleak. The aaa showed sac shrinkage as it had shown in previous surveillance. Patient had normal hemoglobin, was hypertensive, not hypotensive, consistent with a non-ruptured aneurysm. However, on (B)(6), general surgery did an exploratory laparotomy and found blood in the abdominal cavity and a ruptured aorta. The physician then chose to explant all six devices, and found a tear (physician not for certain if it is the anterior or posterior) in the eptfe at the bifurcation of the main body. An aorto-biiliac graft was then implanted. Patient is stable. Additional note: the physician theorizes that the ruptured aneurysm presented a sentinel bleed which eventually saved the patient's life. Pathology at the hospital reported the explanted devices are a negative for infection. At initial follow up in 1/02/2013, the patient had a small type 2 endoleak that resolved itself. Patients initial procedure was done due to a contained rupture.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A sample evaluation was conducted, which confirmed the reported graft defect (above the anterior part of the bifurcation as shown on patient's CT). Approximately 180° from this defect, an unreported graft defect was identified above the suture lines. This defect could not be substantiated on the CT and may have possibly been protected by clot or created during manipulations and handling of the explant. Further review of the CT revealed that the proximal end to the stand-alone limb extensions were located ~ 1cm below the bifurcation. It is possible that procedural guidewire manipulation and ballooning during insertion of the extensions at the index procedure could have resulted in developing the reported type iiib endoleak in this patient with late complications induced by anatomical conditions. There was suboptimal medical documentation and imaging studies available for this review. This patient's use of antiplatelet therapy might have increased the risk for bleeding complications. Product use might have been incongruent with the IFU due to the impending rupture state of the aneurysm at index. Both of these findings might have contributed to this complication. There was substantiating evidence of: an endoleak ii, five days post index; mural thrombus with in the main body stent and a right iliac stent graft collapse at 17 months post index; and, an endoleak iiib with retroperitoneal bleed (rupture), explant and conversion. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Expected to be returned for evaluation.